Event description:
A caller reported a tandem mobi cartridge alarm that caused their blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer contacted technical support for assistance. Technical support confirmed the cartridge alarm and, because the issue recurred, decided to replace the pump as the caller did not wish to troubleshoot further.